Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported that the system experienced communication errors. This error is likely to result in a system lock up or prevent the system from booting to a usable state.